Manufacturer narrative:
Concomitant product(s): a 5024m-58 lead, implanted: (B)(6)1997. Product event summary: the partial lead in segments was returned and analyzed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Testing of the right atrial (ra) lead found no atrial sensing, no capture at maximum output and diaphragmatic stimulation. It was also reported that the right ventricular (rv) lead had high thresholds. The ra lead was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.